Event description:
Reportable based on device analysis completed on 22oct.2025. It was reported that visualization issues occurred. An 80% stenosed, 15 x 3 mm target lesion was located in the moderately tortuous and moderately calcified right coronary (rca) artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion, but it was kinked and could not show the image. The procedure was completed with another of the same device. The patient condition following procedure was stable. However, device analysis revealed that the catheter was twisted, tangled with two guidewires and the imaging window was torn and detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, the catheter was twisted and tangled over two non-boston scientific (non-bsc) guidewires, and the imaging window was torn and detached. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. Microscopic inspection also showed the drive cable was stretched.